Event description:
Boston scientific received information that, during the implant procedure, this implantable cardioverter defibrillator (ICD) did not stimulate the patient when connected to the right ventricular lead. The physician tried changing settings, but capture was still not successful. The decision was made to explant this ICD. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD will be returned for analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Please note correction: this is a pacemaker not an ICD. That was an error I made when I submitted the intial report. (B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.